Event description:
After the implantation of the stem, the surgeon performed a x-ray and noticed the femur had fractured. The surgeon had a difficult time obtaining distal fixation while implanting the stem. To complete the surgery, cables and wires were used to stabilize the pt.